Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in this patient pxc121400/lot#04778325.

Event description:
In 2007,this patient was implanted with gore excluder aaa endoprosthesis . Approx seven months later, patient was noted to have air in the aortic sac and periaortic adenopathy with inflammatory changes. The following month, the grafts were explanted due to infection. The physician does not feel that the infection was due to the grafts. Explanted devices will not be returned to gore for analysis.